Event description:
Revision surgery - due to failed rotator cuffs.

Manufacturer narrative:
The reason for this revision was for a patient rotator cuff failure after 13 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The information provided with this investigation states the patient had a failed rotator cuff but no information was supplied that definitively described the nature/root cause of the failure. There are no indications of a product or process issue affecting implant safety or effectiveness.